Event description:
My cardiologist wanted my heart monitored with an outpatient device for 2 weeks. His office ordered a mobile outpatient cardiac device from cardionet. The device arrived in unacceptable condition: a metal base that is electrical has ripped 'rubber' layer underneath it, which is only partially glued to the metal base, allowing electrical wires to be exposed; various components are dirty, having hair and other debris on them; even the enclosed booklet was soiled. At first, I tried to clean the components with alcohol swabs, but when I got to the electrical piece with the partially exposed wires, I decided to call the co and not use this particular device. The components are packed in soft foam, and I began to wonder how clean it was if the various cords and metal pieces had debris from other pts on them. I called the co to report the specifics of the problem and stated that I would only accept a new, clean monitoring device from them, and to date, their only calls have been to find out if I plan to use the device they sent. They have expressed no care whatsoever for th dirty and defective product that they mailed me. Today, they called the cardiologist's office, apparently not to express concern about the qual of their prod or my health, but to find out about my using or returning this device. I am hoping that the FDA will take it from me quickly, so it does not go back into circulation and get sent to another customer. Reason for use: tachycardia.